Manufacturer narrative:
(B)(4). This complaint was confirmed pictorially. This case was produced by inadvertent damage caused when the set was tangled with some stationary object and pulled when the patient moved. Labeling was reviewed for related use error(s) and there were no issues and no label deficiency. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted. Sample was not returned; therefore, no evaluation could be performed. Should additional information become available, a follow up MDR will be sent.

Event description:
A home patient (hp) reported to baxter (B)(4) that patient transfer set had snapped. There was patient involvement, however no patient injury or medical intervention was reported.